Manufacturer narrative:
No patient information provided as no patient was involved in this concern. A medtronic representative went to the site to test the equipment. Testing revealed that the reported issue could not be replicated. The system then passed the system checkout and was found to be fully functional. A software analysis was initiated to determine the probable cause of the issue through known anomaly determination. Analysis found that the reported event was related to a software issue. This issue was documented in a medtronic navigation software anomaly tracking database. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding navigation system while outside of procedure. It was reported that after performing planning on the planning station, it was transferred to the navigation system but the ac/pc did not transfer. When loaded onto a different navigation system, the ac/pc transferred as expected. Medtronic representative reported that the application was updated on the navigation system and imported the exam again and the ac/pc was present. There was no patient present when the issue occurred.

Manufacturer narrative:
Correction: date manufacturer received on the initial MDR report should be 2019- jun-13. If information is provided in the future, a supplemental report will be issued.